Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a smoked / burning smell. Found device not booting up. That's when the smell was noticed. There was no patient impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a smoked/burning smell. Device was set on our repair cart. Found device not booting up. That's when the smell was noticed. There was no patient impact.

Event description:
It was reported that there was a smoked / burning smell. Device was set on our repair cart. Found device not booting up. That's when the smell was noticed. There was no patient impact.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that no fault found for smoked / burning smell. Performed preventive maintenance. No power to keypad - replaced keypad missing battery pack - replaced battery. A review of the device history record showed the device had a manufacture date of 28jan2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There is CAPA #' noted for the part replaced that have an already existing CAPA. CAPA#: (B)(4) pcu unresponsive keys.